Event description:
The patient's vns system was explanted due to the infection. The device history records of the generator and lead were reviewed, and both devices were sterilized according to procedure prior to release. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient experienced an infection at the neck incision about a month and a half after implant. The surgeon prescribed antibiotics for the infection. No surgical intervention has occurred to date.